Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the right ventricular (rv) lead was unable to be removed from the header of the pacemaker. It was noted that the physician had difficulty unscrewing the setscrew on the device. Subsequently the lead was cut and surgically abandoned. No adverse patient effects were reported.